Event description:
This device was returned with oos documentation from rep. Per oos, this lead had a total loss of sensing and total loss of capture with bipolar settings. This lead was able to capture at unipolar settings. This lead was replaced with another setrox s 60.